Event description:
It was reported that the patient underwent a revision approximately four (4) years post-implantation due to the humeral head wearing through the glenoid, resulting in a hole in the glenoid. Humeral head and glenoid were removed and it is noted the patient might need a vrs in the future. It was also noted that the patient had a cyst visible on the gt scan behind the glenoid, but it is unknown if that contributed to the event.

Manufacturer narrative:
(B)(4). D6a: unknown date in 2022. D10: item# sagp0002; lot# unknown, item# 118001; lot# unknown, item# sbgl7010; lot# unknown, item# 113075; lot# unknown, item# unk stem; lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.